Event description:
During a colonoscopy, after taking a biopsy of the patient's colon, it was noted that a small metal piece from the forceps had come off and was left inside the patient. When taken out of the scope, we noted that the small piece that connects the wire to the jaw was missing. The forceps was removed from use at that time. There is no known injury to the patient at this time.